Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a blood glucose reading of 600 mg/dl. The customer stated that she was also vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and displacement tests. The customer also reported a motor error alarm. Assisted in clearing the alarm. Nothing further was reported.